Manufacturer narrative:
Other relevant device(s) are: product ID: 9 733449, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a fess (functional endoscopic sinus surgery) procedure. It was reported that the straight suction was being verified at the beginning of the procedure along with the 70 degree olive tip suction. The only way the resident was able to get the straight suction to verify was to hold it almost touching the patient's nose - a very awkward position. When held in the normal position (perpendicular to the divot) it was verifying at 3.5mm + distance to divot. The site continued to use this suction and the rep stated it might cause inaccuracy issues. They chose to use the other instruments in the tray when accuracy mattered for the procedure.